Event description:
During procedure, sensory stimulator was initially working and then stopped sending signal. Checked and found 'electrical' smell and stimulator box partially melted. There was no harm to pt. Stimulator removed and another applied. Test proceeded.

Event description:
Add'l info rec'd from MFR 6/29/04: the cadwell cascade is not an implanted spinal cord pain relief device. The cascade is an intra-operative monitor. It measures and displays the electrical signals generated by peripheral nerve, muscle and central nervous system. It acquires the data necessary to perform intra-operative monitoring of neural pathways to prevent damage to neural structures during surgical procedures. It is intended for use only during the duration of the procedure. Following the incident, the user returned the device to cadwell for failure analysis and repair. The stimulator module showed obvious signs of being forced to connect to one of the system auxiliary cables rather than to the correct stimulator cable. Three independent facts support this determination: the auxiliary port on the cascade is the only port capable of supplying enough energy to cause the damage that occurred in the stimulator module. The only cable in the system that showed signs of heat damage consistent with the failure is an auxiliary cable, not a stimulator cable. The keying pin in the stimulator module that is used to prevent inadvertent connection to an incorrect cable was indeed forced out of place, consistent with being forced to connect to an auxiliary cable. The attached photos show the stimulator module and auxiliary cable damage from being forced together. Connectors are keyed by cadwell to prevent inadvertent connection such as happened here. While difficult, it is possible to physically overcome the keying mechanism and force the connectors together. This is what caused the pin to be forced into the body of the connector.